Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture and inflation difficulty was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located distally in a saphenous vein graft to the posterior descending artery that was non-tortuous and mildly calcified. After the trek rx 2.5 x 30 mm balloon dilatation catheter was successfully advanced to the lesion, after several attempts, the balloon would not inflate at all. It was suspected to have a pin hole in the balloon. There was no resistance felt during advancement to the lesion. The bdc was removed from the anatomy and replaced with a 2.5 x 25 mm trek bdc. The procedure was successfully completed after implantation of an alpine stent. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.